Event description:
Customer reported that she had an allergic reaction after wearing knee brace (with neoprene) for an hour. Went to hospital and received medication.

Manufacturer narrative:
No product return is anticipated. Customer indicated that package and product were discarded. Unable to perform complaint history check, as lot number is unknown. Information captured on monthly trend reports. Will continue to monitor.